Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s implantable cardiac monitor could not pair with a mobile transmitter during the post-implant follow-up. Attempts to pair the device with other another mobile transmitter or the patient¿s phone was unsuccessful. The cause was determined to be a data issue. The issue was resolved, and the device was able to be paired. There were no patient consequences.